Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient's attorney reporting allegations of lung granuloma, kidney cyst, stroke, reduced cardiopulmonary reserve, eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.